Event description:
It was reported the bronchoscope experienced a blackout while adjusting angulation. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the blackout was due to a mechanical problem in the device when adjusting the angulation in the upward direction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.